Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown head lot #: unknown, item #: unknown stem lot #: unknown, item #: unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02998, 0001822565 - 2020 - 03799, 0001822565 - 2020 - 03800. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. The patient was revised due to unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time.